Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the cutter insertion assessment failed and the crani tip foot was drilled. It was further determined that the device failed pretest for visual assessment and cutter insertion. During repair, it was determined that the device could not insert the cutter device due to a corroded and broken bearing. It was determined that the issue was consistent with (excessive force: drilled tip). The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the craniotome device was wearing out. During in-house engineering evaluation, it was observed that the crani tip foot was drilled. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.